Event description:
It was reported to boston scientific corporation that an uphold vaginal support system and a transvaginal tape device (manufacturer unknown) were implanted during an anterior repair procedure (date unknown). Following the procedure, the patient presented with pelvic pain and erosion (date/s of onset unknown). The physician subsequently removed the uphold mesh from the patient on an unknown date. The patient is over 18 years of age, and was reportedly fine following device removal. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.